Manufacturer narrative:
Follow-up received on 25-may-2016: follow up attempts have been completed, with no response to date. Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding where she passed tangerine size clots (regarded as genital bleeding) and stabbing pain in her uterus from one of the coils hanging out. She had to take pain medicine every day during the last 4 years due to the pain. These events are listed in essure's reference safety information. After essure insertion, abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 4 years of bleeding and pain which she associated with the fact of one essure coil was hanging out (interpreted as essure protruding into the uterus). Considering events' nature and based on device safety profile; a causality with the suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported (disability due to pain). In addition, non-serious events were reported. The product technical complaint analysis resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060834) in united states on 14-apr-2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Consumer reported for the past 4 years she has had heavy bleeding where she passed tangerine size clots, her hair falls out, excruciating back pain where she could not stand or sit for long periods of time. She had to take pain medicine every day to help the stabbing pain in her uterus from one of the coils hanging out. Concomitant medication: levothyroxine, hydrocodone, multivitamins, fish oil, b6, b12, biotin, folic acid, cranberry. The seriousness criteria disability was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding where she passed tangerine size clots (regarded as genital bleeding) and stabbing pain in her uterus from one of the coils hanging out. She had to take pain medicine every day during the last 4 years due to the pain. These events are listed in essure's reference safety information. After essure insertion, abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 4 years of bleeding and pain which she associated with the fact of one essure coil was hanging out (interpreted as essure protruding into the uterus). Considering events' nature and based on device safety profile; a causality with the suspect insert cannot be excluded. This case was considered an incident, due to the serious injury reported (disability due to pain). In addition, non-serious events were reported. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), start date of essure changed to (B)(6) 2008 (from (B)(6) 2008), date of essure removal by hysterectomy on (B)(6) 2016, new events: migration of implant (added to dislocation), pain, pelvic pain, thyroid, leg numbness, weight gain/loss, fatigue, nausea. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding where she passed tangerine size clots (regarded as genital bleeding) and stabbing pain in her uterus from one of the coils hanging out (migration of implant). She had to take pain medicine every day during the last 4 years due to the pain. Upon receipt further information from lawyer this case is under litigation. These events are anticipated in essure's reference safety information. After essure insertion, abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 4 years of bleeding and pain which she associated with the fact of one essure coil was hanging out and migrated (interpreted as essure dislocation). Considering events' nature and based on device safety profile; causality with the suspect insert cannot be excluded. This case was considered an incident, since hysterectomy was performed to remove the device, around 8 years after insertion. In addition, non-serious events were reported. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('stabbing pain in uterus'), device dislocation ('one of the coils hanging out, migration of implant / migration'), genital haemorrhage ('heavy bleeding where pass tangering size clots / abnormal bleeding') and pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Concomitant products included biotin, fish oil, folic acid, hydrocodone, levothyroxine, pyridoxine hydrochloride (vitamin b6), vitamin b12 nos and vitamins nos (multivitamins). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria disability and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), back pain ("excruciating back pain"), alopecia ("hair falls out / hair loss"), pain ("pain"), thyroid disorder ("thyroid"), hypoaesthesia ("leg numbness"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine pain, device dislocation, genital haemorrhage, pelvic pain, autoimmune disorder, back pain, alopecia, pain, thyroid disorder, hypoaesthesia, weight increased, weight decreased, fatigue and nausea outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, device dislocation, fatigue, genital haemorrhage, hypoaesthesia, nausea, pain, pelvic pain, thyroid disorder, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504 note: as per mr: essure code mentioned as essure 205. Lot number: 624841 manufacturing date: 2007/06 expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060834) on (B)(6)-2016. The most recent information was received on (B)(6)-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('stabbing pain in uterus'), device dislocation ('one of the coils hanging out, migration of implant / migration'), genital haemorrhage ('heavy bleeding where pass tangering size clots / abnormal bleeding'), pelvic pain ('pelvic pain / pain') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Concomitant products included biotin, fish oil, folic acid, hydrocodone, levothyroxine, pyridoxine hydrochloride (vitamin b6), vitamin b12 nos and vitamins nos (multivitamins). On (B)(6)--2008, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria disability and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("excruciating back pain"), alopecia ("hair falls out / hair loss"), pain ("pain"), thyroid disorder ("thyroid"), hypoaesthesia ("leg numbness"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)--2016. At the time of the report, the uterine pain, device dislocation, genital haemorrhage, pelvic pain, autoimmune disorder, back pain, alopecia, pain, thyroid disorder, hypoaesthesia, weight increased, weight decreased, fatigue and nausea outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, device dislocation, fatigue, genital haemorrhage, hypoaesthesia, nausea, pain, pelvic pain, thyroid disorder, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504 note: as per mr: essure code mentioned as essure 205 most recent follow-up information incorporated above includes: on (B)(6) -2020: mr received: lot number added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5060834) on 14-apr-2016. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ("stabbing pain in uterus"), device dislocation ("one of the coils hanging out, migration of implant / migration"), genital haemorrhage ("heavy bleeding where pass tangering size clots / abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, fish oil, folic acid, hydrocodone, levothyroxine, multivitamins, pyridoxine hydrochloride (vitamin b6) and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria disability and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair falls out / hair loss"), back pain ("excruciating back pain"), pelvic pain ("pelvic pain / pain"), pain ("pain"), thyroid disorder ("thyroid"), hypoaesthesia ("leg numbness"), weight increased ("weight gain / loss"), weight decreased ("weight gain / loss"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysterectomy, removal of essure on (B)(6) 2016) and surgery (she had surgery to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the uterine pain, device dislocation, genital haemorrhage, autoimmune disorder, alopecia, back pain, pelvic pain, pain, thyroid disorder, hypoaesthesia, weight increased, weight decreased, fatigue and nausea outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, device dislocation, fatigue, genital haemorrhage, hypoaesthesia, nausea, pain, pelvic pain, thyroid disorder, uterine pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporter information updated and lawyers added (legal case). On (B)(6) 2008 essure was started (previously reported as (B)(6) 2008). Events autoimmune issues was added and updated event one of the coils hanging out, migration of implant / migration (previously reported as one of the coils hanging out, migration of implant), heavy bleeding where pass tangering size clots / abnormal bleeding (previously reported as heavy bleeding where pass tangering size clots), hair falls out / hair loss (previously reported as hair falls out), pelvic pain / pain (previously reported pelvic pain). On (B)(6) 2016, she had surgery to remove the essure implant (previously reported as (B)(6) 2016). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.